Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg was explanted and replaced (with a different model) as a result of the ipg header possibly being damaged/compromised during a surgical procedure related to MFR. Report# 3006705815-2016-00173. It is believed the alleged issue was due to the doctor using a non-sjm torque wrench during the related surgical procedure that was previously reported. Surgical intervention resolved the patient's issue.